Event description:
It was reported that post-operative a sleeve gastrectomy procedure the patient developed non-acute leak at the eg junction. The patient was not re-admitted. They used conservative management to maintain the leak. The patient has been released from the hospital. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Ees medical director spoke with the surgeon. No additional information specific to the reported event was provided. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.